Event description:
It was reported to philips that the system was shutting down. Upon booting, the system stalled at 00:00. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.